Event description:
It was reported that patient had a battery replacement procedure aborted while was in the or and under anesthesia due to infection. Information was later received indicating that no incision was made, that the infection was noticed under left armpit after surgery was aborted. The physician's assessment cannot be determined as no other information was provided. Device history records were reviewed. The device was confirmed hp sterilized prior to distribution. Device evaluation is not necessary as it will add no value to the investigation. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. (B)(4).

Event description:
Further information was received from the physician that the cause of the infection was infection to axillary region likely from hidradenitis. No other relevant information has been received to date.